Event description:
As reported, the patient underwent a left side revision total hip procedure where an monobloc hip stem and femoral head, and a competitor's dual mobility acetabular component. The patient presented to the surgeon's office with pain and instability. X-rays show possible loosening or no bone growth on the acetabular cup component. The patient was scheduled for a revision hip procedure, which involved removing and repositioning the acetabular cup. The patient received a competitor's dual mobility component and an exactech femoral head swap to a longer length with the options implants. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b, c, d, g. The cause of the patient¿s instability and subsequent revision cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. Per exactech's IFU (700-096-018 rev y), "components of exactech hip systems must not be used with those of another manufacturer since dimensional compatibility cannot be assured...failure to adhere to these recommendations will result in increased probability of poor function, loosening, wear, fracture or premature failure." Therefore, a contributing factor to the reported revision may have been from using another manufacturer's components with exactech devices. However, the failure could not be confirmed because the devices were not returned for evaluation, relevant patient information was not provided and the radiographs provided appear unremarkable. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.